Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 20 x 4.00 promus premier¿ drug-eluting stent was selected for use to treat the target lesion. However, when the physician was about to insert the device into the guide catheter, the physician noticed that the stent came off the balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged. The stent struts at the distal portion of the stent were deformed, distorted & stretched distally over the distal tip of the device. The crimped stent od at the undamaged proximal end was measured. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) was within specification. Therefore, it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 20 x 4.00 promus premier¿ drug-eluting stent was selected for use to treat the target lesion. However, when the physician was about to insert the device into the guide catheter, the physician noticed that the stent came off the balloon. No patient complications were reported and the patient's status was stable.